Event description:
It was reported that a continuous glucose monitor failed to pair with the ilet after a factory reset, with alerts indicating pairing failure despite use of a pairing code and no other connected receivers; troubleshooting identified that the user had attempted pairing under the wrong sensor type and with an incorrect code, after which entry of the correct code enabled successful pairing and allowed weight entry and transition to bionic mode. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.